Event description:
The customer stated that while he was in the hosp for heart surgery he experienced high blood glucose. The reported blood glucose reading was 290 mg/dl. Troubleshooting was performed. The insulin pump delivered insulin slowly during the prime test. The customer stated that the insulin he was using was bad, but he continued to experience high blood glucose when using good insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.